Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. After an evaluation of the device, it was observed that the charge-pak installed into the device had expired in november of 2010. The charge-pak is used to charge the internal hlc batteries and needs to be maintained per the operating instructions. A conclusive cause of the reported failure could not be determined. The customer received a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would not power on. There was no patient use associated with the reported failure.